Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure, the device overheated. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the device overheated. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.